Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's small and large keypads to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was determined to be the small keypad.

Event description:
The customer contacted stryker to report that their device's large keypad was not responding. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.